Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of more than 400mg/dl. The customer stated that she was vomiting, and was semi-conscious. The customer has been treating her high glucose with the insulin pump and manual injections. Troubleshooting was performed. Ran a fixed prime test and the insulin pump passed the test. The customer stated that the infusion set was changing multiple times. The customer decided not to continue the troubleshooting and requested a replacement of the insulin pump. No further info was provided.